Manufacturer narrative:
Health effect - impact code 4: f08, health effect - impact code 5: f19, health effect - impact code 6: f1905, health effect - impact code 7: f2303. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV , asymmetry, swelling, and chest pain. Photo analysis: visual analysis of the photographs identified: observed a device appears to be intact, the device have red particles . It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported "pain upon palpation, deformed edges are palpated, swelling, chest pain, implant capsule with mild chronic inflammatory infiltrate, and post-operative bleeding that required surgical revision". The patient also reported "asymmetry" and "glandular ptosis iii degree", which have determined to be not device related. Healthcare professional later reported left side capsular contracture, baker grade IV, diagnosed by palpation and confirmed during surgery. Device has been explanted and replaced.